Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a failure of the image sensor unit, a failure of the internal board of the video connector or the system. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the instructions for use which states in "inspection of endoscopic images" section: 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved tube damaged, watertightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the operation part, scratches found on the grip, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on switch 1, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, scratches found on the video connector case, and white scratches on image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, exhibiting communication error. The event occurred during inspection for use, and no procedure was involved. There was no patient involvement reported with this event.